Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the patient was taken to a freestanding emergency room (ER) after a day or more of wearing the pod. The patient's blood glucose levels were between 422mg/dl to 439mg/dl. Patent's mother thinks the cannula was not long enough or was not fully in the skin. The cannula also looked bent. The pod was replaced before they arrived to the ER. The patient was feeling really sick at this point. Patient was then treated with saline.